Event description:
Boston scientific received information that this device displayed a discrepancy between gas gauge and internal longevity calculation. The gas gauge showed a longevity estimate of greater than 75 percent remaining, however longevity calculations showed less than one half year remaining. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.